Event description:
It was reported that during a transarterial chemoembolization (tace) treatment procedure, catheter stuck on wire. The target lesion was located in the liver. The physician was using a preloaded renegade microcatheter with a fathom guidewire. There was difficulty advancing the renegade catheter over the fathom wire an could not be advanced. Flush was maintained through the primary angiography catheter. Further attempts to push the microcatheter did not succeed. The physician then experienced difficulty in removing the microcatheter as the fathom wire seemed to have got stuck in to the micro catheter. When the physician attempted to pull the renegade, the microcatheter snapped at the hub and the entire assembly had to be removed. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).